Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump were locked two times and did not give insulin. The customer's blood glucose value was unknown at the time of the incident. The insulin pump broke at school; when the battery cap opened and the insulin pump was cracked. The device will not be returned for analysis.